Event description:
Additional information was received from the patient. The patient called back and mentioned their hcp called the representative, and the patient met with their representative that thursday. The reprogramming didn't resolve the issue so the representative suggested a replacement controller. Patient was supposed to meet with the patient today for reprogramming. The representative cancelled on the patient. Agent reviewed settings not available information and that replacing the controller would not resolve the issue. Patient mentioned they didn't fall or anything. Patient mentioned they were stressed and in pain and inquired to meet with a representative. Agent redirected patient to their hcp to address the issue. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was having issues making adjustments with the patient controller, and wanted the controller replaced. The caller stated that they met with the patient and found some impedance issues. When the patient tried to increase amplitude, decrease amplitude, or change groups, the controller displayed the message settings not available. Troubleshooting was not, agent reviewed information about the message.

Event description:
Rep reported that the impedances were high. The cause was unknown. Patient reports no falls, chiropractic adjustments, massage or any other contact to her back. Attempted to work around impedance issues to provide pain coverage. Unable to increase intensity with controller. Attempted to work around high impedance electrodes, changed pw and rate. Electrode 5 - 36060 to 40000, electrode 7 - 36060 to 40000, electrode 10 - 36060 to 40000, electrode 13 - 36060 to 40000, electrode 14 - 36060 to40000. The leads were replaced on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.